Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of infusion failure for a groshong catheter is confirmed. One 4 fr nxt clearvue groshong catheter was retuned for evaluation. An initial visual observation showed abundant use residues throughout the returned catheter, and the device was returned without any connectors or devices attached. A functional test of attempting to infuse water into the catheter the proximal piece of a two-piece groshong connector and a 12 ml syringe revealed the catheter to initially be patent to infusion; however, as water continued to infuse into the device, the valve became clogged by blood residues. After blood entered the valved area of the device, the device was no longer patent to infusion. The catheter was observed to initially be patent to infusion, but due to blood residues within the device it was no longer patent to infusion once the blood blocked the distal valve of the catheter. The complaint of unable to infuse into a catheter is confirmed and is likely due to blood residue build up within the catheter. Possible contributions to the failure may include device placement techniques, device maintenance, and physiological factors.

Event description:
It was reported that the catheter was blocked just a couple of hours after placement by the head nurse. It was suspected that the valve malfunctioned. Catheter was removed.

Event description:
It was reported that the catheter was blocked just a couple of hours after placement by the head nurse. It was suspected that the valve malfunctioned. Catheter was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.